Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and pocket had failed and would not open. The field service engineer (fse) found that auxiliary drawer 7, row a, had failed due to a liquid spill and the row board (cubie tray) was defective. The fse cleaned the drawer, replaced the cubie tray board (row board), and tested the unit, which worked properly. The customer recovered the pockets and verified operational functionality. Preventive maintenance was performed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed, and the pocket would not open. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer reported an error state indicating that maintenance was required and advised contacting technical support. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.